Manufacturer narrative:
Date of occurrence estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, due to massive kinking of the artery, it was not possible to insert the device into the patient. The pre-close technique and the use of proglide devices were abandoned. The use of a 14f sheath was continued and the tavi procedure was completed. Hemostasis was achieved with a cut-down [surgical suturing]. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.